Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the belt failed incoming functional testing. In addition, the ECG c and d cable was pulled from the strain relief. Upon investigation the blue (+5v), brown (lead 1-), orange (lead 2-), and red (-5v) wires were crossed between dn and ECG c, which caused the reported service code 204. The cause for the crossed wires was the damaged cable. The root cause for the pulled cable could not be positively identified but was likely excessive force. No adverse events resulted from the crossed wires. The pt received a replacement electrode belt.